Event description:
Increased pain in left knee [arthralgia]. Increased swelling of left knee [joint swelling]. Aspirated knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2010 from a company rep on behalf of an hcp, regarding a pt, initials (B)(6), with a history of osteoarthritis of the left knee and previous synvisc treatment ((B)(6) 2009), who experienced increased knee pain, knee swelling and knee effusion after starting synvisc-one. The pt received an injection of synvisc-one into his left knee on (B)(6) 2010. The reporter stated the pt presented to the physician's office on (B)(6) 2010 complaining of increased knee pain, knee swelling and knee effusion since receiving the synvisc-one injection. The pt required treatment for his symptoms. The treatment included left knee aspiration, one steroid injection, medrol dose pack, celebrex, ice and elevation (no dates provided). The product lot number was reported as s1014 (exp. Date: 05/31/2013). At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of the product is not affected by this report.